Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged the during biomed testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2024-03052 and medwatch 1220908-2024-03000. Evaluation: the device was returned to zoll medical united kingdom; the customer's report was duplicated and attributed to the monitor board. The customer declined repair; therefore, the device was labeled not for clinical use and returned to the customer. Analysis for reports of this type has not identified an increase in trend.